Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/15/2017 with the following findings: during investigation, the black box showed no evidence of a short battery life. The battery compartment was found to be cracked. There was no battery cap returned. A test battery cap could fit. All currents draws were within specification. The ¿short battery life¿ was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or the continuous glucose monitor module.